Manufacturer narrative:
(B)(4). Device evaluated by MFR? : device evaluation is not necessary as the migration is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient's previous generator migrated, and she had to have surgery to reposition it. The patient has since undergone generator replacement surgery. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. Attempts for additional information have been made; no additional relevant information has been received to date.